Event description:
New information received notes that the replacement procedure occurred on 1 jul 2021. The patient was stable during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's pacemaker (pm) exhibited premature battery depletion. The physician opted to explant and replace the device. The patient was stable.